Manufacturer narrative:
The reported complaint that the thermogard console (sn: (B)(6) displayed a mid: 09 (air trap assembly) error message was confirmed during functional testing and the event log review. The root cause of the reported issue was a failure of the coolant block assembly, likely due to a failed component. An event log data review revealed a mid: 09 (air trap assembly) error message, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. The coolant block sensor assembly was replaced to remedy the mid:09 error messages. Following the service, the thermogard console passed all tests without issue, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number: (B)(6). B3: the date of the event is unknown.

Event description:
During setup of the ivtm therapy, the thermogard console (sn: (B)(6) displayed a mid: 09 (air trap assembly) error message. The ivtm therapy was continued using another thermogard console. No consequences or impacts on the patient.